Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implantation surgery, when advancing the plunger tip, the lower haptic of the lens became trapped in the cartridge. Additional information has been received stating that there was no patient contact.